Event description:
It was reported that during an unspecified surgical procedure on april 1, 2022 the end cap could not insert the nail well. The surgeon said he could not confirm if the end cap or nail was in good condition. It unknown if the procedure was completed successfully or if there was fragments generated and removed. It was unknown if the surgery was successful. This report is for one (1) end-cap f/a2fn cann extens. 0 tan grey this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h4: the lot number, expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly,. Investigation summary : the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the end-cap f/a2fn cann extens. 0 tan grey (product code: 04.009.000s lot number: 77p3701). Mating device was not returned therefore no functional test could be performed and the allegation could not be duplicated. A dimensional inspection was performed for the end-cap f/a2fn cann extens. 0 tan grey (product code: 04.009.000s lot number: 77p3701) and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the end-cap f/a2fn cann extens. 0 tan grey (product code: 04.009.000s lot number: 77p3701) was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the product code: 04.009.000s, lot number: 77p3701; and no non-conformances were identified.